Event description:
It was reported to boston scientific via an article published in the international journal of urology that a prospective study was conducted in order to compare the efficacy and safety of rezum therapy and bipolar transurethral resection of prostate (b-turp). The study occurred with 100 patients, 50 for rezum and 50 for b-turp, operated by the same expert surgical team at the authors care center from june 2021 to april 2023 with a rezum generator and rezum single use devices. Postoperative complications included postoperative erectile dysfunction, hematuria, urinary tract infection, urine retention, retrograde ejaculation, incontinence urgency, and there was retreatment as needed. Retreatment was done by the same previous procedure. No further patient complications were reported.

Manufacturer narrative:
Citation: mohame, s., abd, a. A. E., khaled, a. S. G., mohamed, w. B. (2024). Two-year follow-up comparing rezum therapy versus bipolar transurethral resection of the prostate for treating benign prostatic hyperplasia. A prospective randomized study. International journal of urology, 31, pages 545-550. Doi: 10.1111/iju.15410 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: exact event date is unknown. Date of publication was used.